Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: patient has had a series of revision surgeries. The initial surgery was in (B)(6), the patient was then revised in (B)(6), in addition to the most recent revision reported: left hip. This report is being filed to reflect the revision in (B)(6) for a broken exeter stem.